Event description:
New information received notes that there were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented in the hospital. It was noted that the patient's right ventricular (rv) lead was experiencing lead noise with ventricular noise reversion. The rv lead was explanted and replaced.